Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. Batch record review: advate lot tata016b was manufactured, inspected, assembled, and packaged per cgmp on 27-jul-2023 with no documented nonconformities, failures, or deviations. All testing, including ccit and vhp cycle reviews, met specifications without issues. Lot taa23016a, manufactured before lot tata016b, also complied with gmp requirements, showing acceptable results for formulation, filling, and testing. A review of the monthly report ((B)(6) 2025) for advate was also performed relative to the subcategory "no diluent transfer". The complaint rate in 2023 was (B)(4) and (B)(4) in 2024. The current 2025 complaint rate is (B)(4) per sales. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
On tuesday, (B)(6) 2025 medical information received the following product quality report. "We had what we believe to be a faulty advate baxject 775 iu. Both a pharmacist and an rn worked together to mix the two baxjects needed for a patient's first dose. The first made a popping sound and the diluent began to flow into the powdered advate. However, the second did not make that sound and despite being pushed all the way down into the baxject system - even 2 hours later - the diluent has not flowed into the advate powder. Product in question has been sequestered." Available for return: yes additional identifying information: expiration date was not reported. Consent to contact reporter? Yes. Dose (number): 775 dose (unit): iu. Dose number / unit: 775 dosage form: intravenous. Follow-up to a previous complaint? No. (B)(6) 2025: takeda pqc intake received follow-up information from takeda customer service: a pharmacist and nurse worked together to mix two advate product for the patients first dose and first made the popping sound and the diligence began to flow into the powder and the second on did not make a sound despite being pushed all the way down. (B)(6) 2025: takeda market surveillance (ms) called the reporter to request field sample availability for return. Call was placed on hold for longer than 15 minutes will callback at a later time. (B)(6) 2025: takeda market surveillance (ms) called the reporter to request field sample availability for return and confirm complaint details. Pharmacy staff confirmed no missed dose or delay resulted of this incident and field sample is no longer in their possession. Field sample photos are not available.